Manufacturer narrative:
This device was used for treatment, not diagnosis. No patient information has been provided. Date of event: unknown. Additional code- hrs. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient who was originally implanted with an anterior plate and six (6) screws on (B)(6) 2015 for a fracture of the right clavicle. X-rays were taken on an unknown date and a nonunion was discovered. On (B)(6) 2016 the patient underwent revision surgery for a hypertrophic nonunion of the fracture. The plate and six (6) screws were removed intact and replaced with an 8-hole superior plate with eight (8) cortical screws. The surgery went as planned without delay and the patient was reported as stable. This report is 3 of 7 for (B)(4).